Event description:
It was reported the pt had headaches and tiredness related to the vns stimulation and that she wants to have it explanted. When the pt is at lower settings she does not have the event or when the magnet is used to disable the vns therapy. At lower settings, she does not have good seizure control but at higher settings, she has the headaches and tiredness. The pt's physician reported that the headaches were impairing for the pt. No surgery date set at this time.